Event description:
A customer reported that a cartridge was not fully snapping into the pump, and it was found that an o-ring was present on the pneumatic tap area, potentially causing the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove the o-ring, clean the area, and attempt to reload the cartridge. The customer reloaded the original cartridge successfully.